Event description:
Customer states that when she ran 4 type and screens, she had no cells in the b cell images. She changed out the reagents and performed weekly maintenance. She now ran controls and one positive control had no cells in a well and was interpreted as a (B)(6). There were no error messages or level sense warnings. The customer was advised to perform teach coordinates. Teaching the needle positions resolved the problem. Six samples ran w/o any problems. Apparently a misaligned pipettor needle caused the problem of missing cells. The interpretation as a (B)(6) reaction on images with no cells present can be explained by the methods of image eval. Homogeneous distribution of pixels with similar greyscale values are always interpreted as a solidphase, thus strong positive. Teaching the reference position is part of the monthly maintenance and shall also be performed as required (e.g if the user bend the needle during cleaning of instrument surface), hence a misaligned needle is unlikely to go undetected.

Manufacturer narrative:
The iti on hand is part of a series of complaints with delayed reporting to the authorities. All of these cases will individually be investigated and processed but will collectively induce a CAPA.